Event description:
The customer contact reported, the pump delivered more than expected. Line a of the pump was programmed to deliver an unspecified solution at a rate of 20ml/hr. Line b was programmed in the concurrent mode, to deliver an unspecified concentration of lasix, at a rate of 10ml/hr, and the deliveries were started. No further programming parameters were provided. Reportedly after an unspecified lengths of time, the customer contact noted that "line a was clamped and infusion was drawn from line b at a rate of 30ml/hr so the lasix infused too rapidly." Though requested, no add'l info was provided including further event details, if there were any adverse pt effects or if medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).